Event description:
Additional information received reported that there were no troubleshooting, interventions or other actions taken to mitigate or resolve the event. The pump was refilled. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported the patient was recently implanted ((B)(6) 2014) and there was mix-up in scheduling the patient's first refill. The patent noticed a non-critical alarm (low reservoir) two weeks ago. The last 3 days, a critical alarm (zero ml reservoir volume) was sounding. The alarms were confirmed via telemetry. The low reservoir alarm occurred on (B)(6) 2014 and the empty reservoir alarm occurred on (B)(6) 2014. The programmer displayed 17 mls were dispensed since last update, but it was not known how much volume was injected into the pump at implant. The patient had a 'subtle/vague' increase in spasticity within the last '"few days or maybe the last week". The pump was used to deliver gablofen. The outcome of the event was not reported. Additional information has been requested, but was not available as of the date of this report.